Event description:
A report was received that a patient had an explant re-implant due to an infection. The patient's symptoms were redness, swelling, and discharge at the ipg site. The patient was given oral antibiotics and the physician does not believe the infection is device or procedure related. The patient is reportedly doing well.

Event description:
A report was received that a patient had an explant re-implant due to an infection. The patient's symptoms were redness, swelling, and discharge at the ipg site. The patient was given oral antibiotics and the physician does not believe the infection is device or procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: enhanced st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.